Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hospital rep stated that there were no reports of pt injury or medical intervention.